Event description:
Customer's caregiver reported that the customer experienced an infection while wearing an adc freestyle libre sensor for 3 days. Caller further reported that the customer had contact with a healthcare professional on (B)(6) 2019 who prescribed an unspecified topical antibiotic cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. The adhesive was returned and observed to be attached. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed. No abnormalities were found, and all processes were effective. No further investigation required.

Manufacturer narrative:
In addition to the extended investigation previously conducted; dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release.

Event description:
Customer's caregiver reported that the customer experienced an infection while wearing an adc freestyle libre sensor for 3 days. Caller further reported that the customer had contact with a healthcare professional on (B)(6) 2019 who prescribed an unspecified topical antibiotic cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that the customer experienced an infection while wearing an adc freestyle libre sensor for 3 days. Caller further reported that the customer had contact with a healthcare professional on (B)(6) 2019 who prescribed an unspecified topical antibiotic cream for treatment. There was no report of death or permanent injury associated with this event.